Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 450 mg/dl. The customer went to the emergency room (ER) but was not treated, as customer delivered insulin shots prior to ER visit. The customer was discharged four hours later in stable condition. Reportedly, the customer believes the cause of bg was due to pump not delivering insulin appropriately.